Event description:
Consumer complaint of about low blood results. Customer obtained a 130 on the truetrack meter, but obtained 250 on the accuchek meter. Based on parkes error grid analysis, the bias between the result from truetrack (130) and the result from accuchek (250) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).